Event description:
The user facility reported that smoke was coming from their 3085 surgical table during a patient procedure. No injuries were reported however, a procedural delay was reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the ac plate assembly and the ac power cord were removed from the table. The technician was unable to locate the table subject of the reported event. The user facility stated that they had a third party remove the ac plate assembly and ac power cord from the table prior to the steris technicians arrival. The technician noted that the table's fuses were in good condition and the contact on the power supply side of the cabling was clean and free of corrosion. The technician stated that the ac power cable could have had a foreign object in it or the cord could have been run over by medical equipment by user facility personnel. The source of this incident is unknown due to the melting of rubber onto the contacts. From a review of service records the table was installed on 1/22/2011 and is serviced and maintained by the user facility.